Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door latch issue" was reproduced as a door not fully latched message, confirming the customer's allegation. This condition was attributed to cracked threaded insert bosses and raised threaded inserts which caused separation between the front case and mechanical assembly. Eval also found that the hardware which secures the mechanical assembly to the front case was loose which has been a known contributor of reported symptom in past repairs. The front case assembly was replaced.

Event description:
It was reported a spectrum pump had a 'door latching issue.' It was also reported there was no pt involvement.